Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he has been experiencing issues with receiving calibration errors and change sensor alerts and the sensors only lasting 4 days. The customer was called and the customer stated that the sensor readings are not accurate. The customer stated the sensor was reading 67 mg/dl and the insulin pump alarmed threshold suspend while he was sleeping but his blood glucose was 198 mg/dl. Customer was advised he might have been putting pressure on the sensor. The customer declined transfer for troubleshooting.